Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon performed an enb on a peripheral lesion and caused a severe tension pneumothorax which resulted in the patient being rushed to ICU. The patient was under general anesthesia and the enb portion of the case was not completed. The patient was in the hospital for 7 days and made a full recovery.